Manufacturer narrative:
H2) correction: d4 primary UDI number corrected.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was in good physical condition. However, the downstream occlusion (dso) seal was delaminated. The manufacturer representative executed a delivery and occlusion test that passed. There were no issues with the device delivering, as the flow rate was in between the parameters and had an error between tolerance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative concluded that no further actions would be taken, as the pump passed all functional tests and performed as intended.

Event description:
It was reported that the device's delivery rate was too high. There was unknown patient involvement and unknown patient harm.